Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Multiple system cables and connectors were evaluated and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a usable fluoroscopic image was intermittently lost from the left "live" monitor. This issue will result in intermittent system functionality. No patient death or serious injury was reported related to this event.